Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functioning. She was trying to give herself a bolus but when she pressed the b button the screen went black. The insulin pump had a black screen when she pressed any button. Customer's blood glucose level was 138 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart or self tests. No missing segment or blank display was noted. All buttons functioned properly and no damage on the keypad assembly was noted. The keypad connector on the lcd was locked properly. Unable to prime the pump during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.